Manufacturer narrative:
A replacement pump was sent to the customer. On 09/26/2018, a medela clinician followed up with the patient's primary care doctor and the doctor indicated that mom separated her parts and cleaned them daily with tap water and soap, including the white membrane and yellow valve. He was unable to confirm if she did so after each pumping session, and he did not believe that the mother sanitized her parts daily. He said that while several areas were tested on the breast pump kit, the area that came back positive was where the tubing entered the breast shield connector, which he described as an area that is unable to be cleaned. The cleaning instructions were reviewed with him. The doctor also stated that if the infant was older, this wouldn't have been an issue, but because the infant was only one month old, they needed to treat the fever. Per aap guidelines, infants with a fever up to the age of 90 days need a sepsis workup (blood, urine, and spinal tap, x-ray). Fighting the infection is considered an emergency and the md will prescribe IV antibiotics to fight the infection when identified. He also noted that he did not see the typical serratia red/pink coloring on the kit or in the breastmilk. In follow up with a complaint handler on 09/28/2018, the customer indicated that she never cleaned her pump, which she received at the end of (B)(6) 2018. She further indicated that the first time she used the parts, she boiled them by themselves, then used medela steam bags for future cleanings and at some point she did wash them in the sink. The customer also stated that she did not open the pump while in the hospital. In follow up with the customer on 10/02/2018 regarding return of the product, she indicated that she had disposed of all of the accessories. The device was returned without the customer's parts and accessories (other than tubing) and was evaluated on 10/12/2018. It was identified in the evaluation that the faceplate mounting post were broken, that there was residue on the diaphragm, faceplate and back plate and that the pump was manufactured in 2016. It was also noted that competitor tubing was sent in with the pump. In follow up again with the customer on 10/11/2018 regarding the results of the product evaluation, the customer indicated that she had never had a milk backup and she also stated that she had never removed the faceplate to clean it or behind it. She did indicate that she bought new tubing, but didn't think she had used it. She stated that she received the pump through edge park in (B)(6) 2018 and began using it in (B)(6) 2018. As indicated in the pump in style breast pump instructions for use, the cleaning instructions advise that breast pump parts/accessories be washed after each use and sanitized once "a" daily. The instructions also advise that the faceplate be cleaned monthly, along with the diaphragm behind it. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). (B)(4).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her baby developed a 103 degree fever, was hospitalized for 12 days while on antibiotic fluid, and was given a spinal tap and tested positive for serratia liquefaciens bacteria. She further alleged that the hospital's infectious disease department came in and swabbed everything that came in contact with the baby and the only item that tested positive for the bacteria was the mom's pump in style breast pump. The customer indicated that she was instructed to dump the milk she had pumped and to not use her current pump or an older pump she also had, though she alleged no issue with the pump function. The baby is now out of the hospital.